Event description:
It was reported that the patient underwent a cervical procedure at c3-c6 using anterior fixation. A caudal screw backed out post op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Lateral post-op cervical spine film shows subsidence is evident at c3/4, c4/5. The graft is anteriorly positioned at c5/6. Bone screw is 50% backed out at c6. Without immediate post-op film, it is difficult to ascertain if screw was fully seated. Without hardware, it is unable to determine the cause of the event.